Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced dizziness and lost consciousness while driving. The clinician was not able to confirm whether this event was related to the implanted device or whether it occurred due to the patient experiencing arrhythmia at that time. No intervention was reported.

Manufacturer narrative:
Correction: the section type of report should have been reported as adverse event only. The correct medical device problem code should have been "adverse event without identified device or use problem", rather than "insufficient device problem information". The explant date was estimated to be around mid-(B)(6).

Event description:
New information received indicated that the pacemaker was explanted and replaced. There were no allegations against the device. The patient remained in stable condition.

Manufacturer narrative:
Correction: the correct primary unique device identification (UDI) number should have been (B)(4), rather than (B)(4).